Event description:
The manufacturer received information alleging a trilogy 100 ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's blower motor required replacement to address the issue. In addition, the device printed circuit board was noted to be faulty and required replacement to address the issue. No foam particles were visualized inside the device. Due to the customer opting to forgo the repairs as stated above, the device was returned remediated for fco 2021-26-a but not repaired. Additional findings not related to the malfunction/issue: fco 2021-06-a remediation was completed; inlet air path foam was replaced as well as the pollen filter. The flow sensor and microfilter were noted to be dirty/clogged.